Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the device powered on. According to the reporter, when the operator observed dashed lines instead of ECG on the monitor display, several attempts to check connections and settings resulted in a significant delay in therapy. The patient was not defibrillated and was not resuscitated. The reporter stated that, later in the event, witnesses said that the person had been down for up to 6 hours and that the patient's death was not caused or contributed to by the delay in therapy.